Event description:
Fracture noticed in one of the line lumens (near clamp). Line was taken out and replaced. Pt outcome is unk as not provided by reporter.

Manufacturer narrative:
(B)(4) - line fractures are not specifically labeled. Event eval: still under investigation.